Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced skin reaction with itching, burning, rash, redness, swelling, and inflammation underneath sensor pod area only. According to the report, 2 weeks before the call, the patient got a bad rash due to the sensor adhesive. It was inserted on his right abdomen, then he moved it the left side. Two days after moving it he got rashes again. The patient could not remember the exact dates. At the time of the report, the patient was taking amoxicillin and benadryl cream and pill to treat his rash. No photo was provided for review. The patient was healing at the time of the report. No additional event or patient information is available.